Manufacturer narrative:
A medwatch report uf# (B)(4) that was received afterwards contained new information that stated that the patient desaturated. According to the hospital the desaturation was down to 50% but the final patient outcome was no harm. The ventilator has not been availed for investigation and its logs have not been received despite several attempts to obtain them. Information about the ventilator settings for the backup ventilation modes or the set apnea time has not been received. Information from the user stated that the edi catheter was correctly positioned and that ventilation during nava functioned normally. This indicates that there was no ventilator malfunction at the time but rather an issue during backup ventilation. Before switching to nava ventilation, all settings including backup settings must be set to achieve adequate ventilation. If the quality of the edi signal is not sufficient to control nava, the ventilator will switch to pressure support, and in case the apnea conditions are fulfilled, the ventilator will automatically switch to the backup ventilation mode (pressure control) according to the backup parameter settings at the end of the set apnea time and the high priority alarm ¿no patient effort¿ is displayed on the screen. The apnea time setting range for infant is 2-45 seconds. With the lack of information about the backup parameter settings the true cause of why there were no delivered volumes during backup has not been determined. This medwatch was created after receiving facility medwatch # (B)(4). Reference exemption #: (B)(4) note- the mfg. Initial and follow-up #1 medwatch for this complaint was submitted as MFR. Report # 8010042-2017-00253.

Event description:
It was reported that the patient was ventilated in the nava mode. When the ventilator went into back-up ventilation (pressure control mode). The rt caring for the patient states that there were no inspired or exhaled volumes displayed on the ventilator, and there was no evidence of the patient's chest rising. This medwatch was created after receiving facility medwatch # (B)(4). Note- the mfg. Initial and follow-up #1report for this complaint was submitted as MFR. Report # 8010042-2017-00253.